Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon prolapses into the urethra during contractions, causing subsequent urination problems. It appeared that this catheter quickly prolapses into the urethra of women in labor. All of them develop cad after an epidural. There were complaints of pain and incontinence afterward, and there was also a report of a woman who underwent a secondary cesarean section and then had a well-functioning catheter, which suddenly stopped working hours later, resulting in bladder retention and severe pain requiring additional pain medication. It seemed as if the catheter's balloon prolapses into the urethra during contractions, thus causing pressure in the lower abdomen and had heard this complaint several times. The date when complaint occurred: (B)(6) 2025. The complaint was noted using the product and expected to investigate this complaint and inform the outcome. They have the product complaint, including the packaging and would like to know when the item would be collected. They have decided to send both batch numbers, as this was the case with both batch numbers. [Lot#mykp1611] and [lot#unk].

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to low or high build up gauge which causes the diameter of the catheter to become large or small. A review of the device labelling has been conducted. The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Initial reporter phone: (B)(6). Correction: b this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon prolapses into the urethra during contractions, causing subsequent urination problems. It appeared that this catheter quickly prolapses into the urethra of women in labor. All of them develop cad after an epidural. There were complaints of pain and incontinence afterward, and there was also a report of a woman who underwent a secondary cesarean section and then had a well-functioning catheter, which suddenly stopped working hours later, resulting in bladder retention and severe pain requiring additional pain medication. It seemed as if the catheter's balloon prolapses into the urethra during contractions, thus causing pressure in the lower abdomen and had heard this complaint several times. The date when complaint occurred: (B)(6) 2025. The complaint was noted using the product and expected to investigate this complaint and inform the outcome. They have the product complaint, including the packaging and would like to know when the item would be collected. They have decided to send both batch numbers, as this was the case with both batch numbers. [Lot#mykp1611] and [lot# unk].